Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had the ins removed due to other medical issues and because therapy stopped helping. The patient had the ins removed on (B)(6) 2018 and had a super pubic tub implant, removed bladder stones, and "fully catheter." The caller wanted to know what should be done with the patient programmer (pp) and was advised that the pp can be donated. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.